Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead stability was questionable during the implant procedure and dislodged during the sheath split. The lead was re-wired and was successfully implanted in another more stable spot. The lv lead remains in use. No patient complications have been reported as a result of this event.